Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was able to clear the occlusion alarm and resume insulin delivery. Customer declined follow up from tandem technical support. There was no adverse impact to the customer's blood glucose.